Manufacturer narrative:
An event regarding component disassociation involving a kmftr stem was reported. The event was not confirmed. Method & results: device evaluation and results: the stem component was returned for evaluation. The shaft of the stem has evidence of bone interdigitation on the porous coated section. The taper has scratches and indentations which are consistent with the damage that would have been caused by a taper disassociation event. There is also damage evident on the flanges and the collar at the base of the taper which appears to be explantation damage. It is noted that this stem component was implanted for approximately 25 years. Medical records received and evaluation: not performed as medical records pertaining to the second disassociation event were not provided. Device history review: DHR review was satisfactory. Complaint history review: DHR review confirmed that there was one other similar reported event for this lot. The other event relates to the same patient for the first occurrence of disassociation. Conclusions: the kmftr stem component was returned for evaluation. The shaft of the stem has evidence of bone interdigitation on the porous coated section. The taper has scratches and indentations which are consistent with the damage that would have been caused by a taper disassociation event. There is also damage evident on the flanges and the collar at the base of the taper which appears to be explantation damage. It is noted that this stem component was implanted for approximately 25 years. The exact cause of the second component disassociation could not be determined because insufficient information was provided. The kmftr anchorage stem was investigated for the first component disassociation under pi (B)(4) and no additional medical information has been provided since this event. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Distal femoral component which was assembled with "the anchorage stem 6466-6-xxx" loosened after the medical procedure.